Event description:
It was reported that the dexcom g7 cgm was displaying glucose data in the dexcom app, but the ilet experienced intermittent communication failure resulting in signal loss to the ilet only; the user was advised to toggle the cgm connection and restart the ilet to allow the cgm to re-pair. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with involvement of the device¿s antenna and electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.